Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device failed during ventilation". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - correction / device evaluation: root cause: the initial reportability assessment has been revised as certain information was not accurate, or rather speculative. The only information received by the customer was that the esm board had to be replaced. Patient involvement is unknown in this case. There was no report about a malfunction outside of maintenance. In the initial reportability assessment, there was a misunderstanding in terms of known facts about the case, which is why patient involvement was assumed and therefore the case was initially assessed as reportable. Due to missing information and the fact that there is no reported malfunction outside maintenance, this case was reassessed as not reportable. The esm board was replaced and the device functioned as intended. There is no information that would lead to the conclusion that the issue led, might have led or might lead to a deterioration in the state of health of a patient.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device failed during ventilation". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.